Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and determined the flow sensor calibration was required. The se performed the flow sensor calibration and extended self-testing on the device and all tests passed.

Event description:
It was reported that, during testing a 980 ventilator generated a safety valve open error message. The ventilator was not in use on a patient at the time the event occurred.